Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that high impedance occurred during an implant procedure on (B)(6) 2016. Impedance values were out of range at 0.7 volts, 1.5 volts, and 3.0 volts at electrodes 8, 9, 10, 12, 13, and 14. Post operatively, the patient's system was programmed without using the high impedance electrodes and this yielded full coverage without stimulation in undesired areas, but overnight the patient developed belly stimulation/pain. The surgeon had checked the leads and checked the battery port three times but impedance values were still high after the procedure. Another rep reprogrammed the patient's system on (B)(6) 2016 which yielded full coverage of bilateral lower back and leg pain using electrodes 6 and 7 without any adverse stimulation. The rep saw the patient to check the patient and her system. The issue was resolved as of (B)(6) 2016 and the patient was alive with no injury. No surgical intervention had occurred or was planned. Appendectomy, cervical fusion, bilateral lower back and leg pain, and rheumatic fever were noted as the patient's medical history. Additional information received from the rep reported that changing electrode configuration on (B)(6) 2016 with a colleague resolved the belly pain. The high impedance was still present and no cause had been determined. Additional information received from the patient reported shocking. The patient had been electrocuted for 20 minutes causing her vitals and her oxygen to drop. The patient noted that she couldn't get in contact with anyone on the day of the shocking as it was after 5 pm. The patient wanted to know why she was shocked through her knees and up to her chin. The patient stated that her legs went to her chin and stayed there. It felt like something was around the chest and that happened for 20 minutes. The nurses gave the patient muscle relaxers and pain me dications. It was noted that the patient was not sure if it would happen again. A rep told the patient that it was set four times what it should have been. The patient pulled her knees, had terrible pain, was yelling every time a wave came for 20 minutes, and took vitals and got 80 for blood pressure and "80 something respiration". The issue began on (B)(6) 2016 around midnight. The patient was already walking and everything and this didn't happen before. Stimulation was turned off and slowly increased. The rep said the patient was swollen. The setting had been at 8 volts and it was noted that the patient didn't touch anything. The patient stated that it felt like something around the body, and that it could be swelling. The patient had an appointment for (B)(6) 2016 and was to follow-up with a healthcare professional. It was noted that the doctor issued the patient prednisone. The patient's voice was very shaky as well since this happened, and the patient still reported a tight sensation around the body. Additional information was received from a rep. It was noted that during the implant the side of the lead that had 0-7 was fine. On the 8-15 side, all pairs with 11 and 15 were normal but all others were out of range and >10,000 ohms. The doctor had attempted to clean the lead and reinsert it several times during the procedure. Electrodes 5, 6, and 7 were all in the correct location. The rep left the patient at 2.95 volts, 450 micro seconds, 80 hertz, and electrode configuration of 0+, 1=, 5+, 6-, 7+. When the other rep met with the patient on (B)(6) 2016, the patient's device was off and the rep turned stimulation back on and up to 3 volts. The patient claimed that the device was at 8 volts. The rep saw the patient at her first follow-up appointment and the patient claimed that the previous rep said that amplitude was programmed by the other rep at a level that was too high. The patient was demanding answers about the reason for the shocking sensation. The patient and her husband threatened to sue all of the individuals that they had been dealing with from the manufacturer. The rep checked impedance at this appointment and the same issues were present expect for 11 and 15 on the 8-15 lead were out range. Additional information was received from a rep that saw the patient on (B)(6) 2016. They determined that the cause of the shocking sensation was from lying completely flat for the first time since surgery and that the stimulation felt much stronger. The out of range impedance was the same. The rep noted that she was not in the operating room to provide any intraoperative troubleshooting done. The patient was much happier now after the rep provided her reassurance and she had the coverage she needed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated the patient did not have a revision procedure. The abnormal impedance issue occurred at the time of implant. They pulled the lead out of the battery and wiped it off several times but that did not resolve the impedance issue. They were able to successfully program the patient using the 5+, 6-, 7+ electrodes and the patient was receiving effective therapy. The cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.